Event description:
Account reports that the hub is cracking off when disconnecting from the tubing. Acct. States a pic line was cracked when trying to remove the t-connector. Acct. Also states they have had "at least 4 incidents" where the pt's central line had to be pulled because of this issue. Incident occurred on a neonate.